Event description:
It was reported two cases of intubation sheath rupture. No further information was provided. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a damaged sheath on a microintroducer. A small split was observed at the distal tip of the sheath. Initial observation did not reveal any damage to the dilator. However, use residue can be observed at the tip of the dilator. The rest of the sheath was observed to not be damaged and the dilator remained within the sheath in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.